Manufacturer narrative:
A ge representative evaluated the system and repaired the power cord connection. System operates as intended.

Event description:
Customer reported system shut down by itself. No pt injury was reported.